Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display and insulin pump alarmed for external flash crc error. Customer¿s blood glucose was unknown at time of incident. Customer self test was passed. Customer advised to discontinue use of pump and revert to backup plan as per hcp¿s instructions. Insulin pump will be return for analysis.

Manufacturer narrative:
Blank display due to faulty mother board. Unable to confirm external flash error alarm or perform the operating currents measurement, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery tests due to blank display anomaly. Insulin pump had cracked case at display window corner, broken battery tube threads, cracked reservoir tube lip and minor scratched display window.